Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front panel was cracked, the switch is defective and needs to be replaced and the lamp is at 200 hours. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, the power button was pushed in and was stuck as the spring was broken on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the broken components of the main switch unit occurred due to excessive force applied repeatedly to the power switch. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.